Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the patient had an alarm on their right ventricular (rv) lead for high impedance due to the lead pin not being connected completely with the device. The physician disconnected the lead and when it was reconnected the screw was unable to fix the connection. The screw was replaced and the lead and device remain in use. No patient complications have been reported as a result of this event.